Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 7 hours" message while wearing a freestyle libre sensor and therefore being unable to obtain results. As a result, customer experienced a loss of consciousness and was treated with "sugar tablets" by her husband upon regaining consciousness. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported, receiving a "scan again in 7 hours" message, while wearing a freestyle libre sensor. And therefore, being unable to obtain results. As a result, customer experienced a loss of consciousness. And was treated with "sugar tablets" by her husband, upon regaining consciousness. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection of the sensor plug assembly. And no failure modes were observed. Sim vivo test was performed, and results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. Section g1: (contact office first name, contact office last name, contact office phone number and contact office email) has been updated.